Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided, the cause of the reported local reaction could not be determined. There is no evidence to suggest that the mynx device did not meet spec or perform as intended per instructions for use (IFU). The mynx is terminally sterilized and subjected to lal (limulus amebocyte lysate) testing to ensure the product meets sterilization and bacterial endotoxin requirements, prior to each lot being released for commercial use. Additionally the IFU states: the following adverse reactions or conditions may also be associated with mynx or with the diagnostic or interventional procedure: allergic reaction, foreign body reaction, infection, inflammation, or vessel laceration. The review of the lhr (lot f0923706) indicated that the mynx device met all performance specs upon shipment. The product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
A female underwent a percutaneous peripheral intervention in 2009 (exact procedure date unk). Access was obtained via a 5f sheath. The physician, trained to the mynx procedure, deployed the mynx closure device per instructions for use (IFU). Hemostasis was achieved successfully, and the pt was ambulated and discharged per hospital procedure. Sometime post discharge (exact date unk), the pt presented to the cardiologist's office with severe localized pain and swelling at the access site. An ultrasound was taken which ruled out hematoma or pseudoaneurysm. No treatment was provided at the time. The pt returned to the cardiologist's office with the same symptoms and sixteen days later, the pt was taken for surgical debridement and it was reported that the site was sutured. Pt is reported to be afebrile. Culture of the expressed material was negative for infection. No further clinical sequelae were reported.